Event description:
Update 4/6/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metal on metal wear, corrosion on the taper neck, black staining of synovium. The complaint was updated on:4/23/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude event report (mw 5038864) states: patient experienced pain, popping and aching, squeaking, elevated metal ion levels, and pockets of fluid. The information received does not change the MDR decision.

Event description:
Patient claim received. Patient alleges she suffers from squeaking and popping in her hip. She had metal ion testing and her co levels were 124 and her cr levels were 174. Update rec'd 11/6/2014- medical records received.the complaint is for the left hip. After review of the medical records for MDR reportability, the records confirmed high metal ions levels (above 7ppb) in 9/2014. An unknown stem is being added for the high metal ions, but not reported as the patient hasn't been revised at this time. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/3/2014. Update 1/9/2015 & 1/13/2015- medical records received. A doi was provided. After review of the medical records it was discovered the patient was revised, so a stem is being added for the high metal ions. The complaint was updated on:2/4/2015. Patient was revised to address pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert and no other reports against the femoral stem. A review of provided medical records and radiographs finds the reported event is unlikely to be product related. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update jun 16, 2017: legal medical records received. After review of medical records it was reported that the patient was revised to address metal on metal wear, pain and elevated cobalt chromium levels above 7ug/l, magnetic resonance imaging and computed tomography showing fluid collection. Revision note reported there was a medium-sized fluid collection in the joint that was purulent in appearance, but consistent with metal-on-metal wear. There was black staining of the synovium. There was a mild amount of corrosion at the tapered neck and evidence of some wear on the edge of the metal liner. Added complainant information and laboratory values. This complaint was updated on: jun 27, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.